Event description:
The covidien endostitch auto suture suturing device was being used during a laparoscopic gastric bypass type procedure. The device was able to be loaded with a needle and used inside the patient, but when the surgical technologist attempted to remove the needle from the device, the needle unload mechanism did not function to release the needle. The device was removed from the surgical field and the needle protected. A new device with a different lot number was opened to the field. The malfunctioning device was quarantined with its packaging. The covidien representative was present in the room at the time of failure and he took note of the lot number and other identifying information. The device failed outside the patient and no injury has been noted by the surgeon.